Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a motor rate alarm with 1.26ml left in the syringe, during testing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Health effects - clinical signs and symptoms or conditions updated health effects - health impact updated additional information received on 20-july-2023 product fault occurred while in use with the patient. Patient became briefly hypotensive upon starting new pump but was resolved without intervention. No medical intervention needed. Patient details updated. Date of event updated from unknown to 04-june-2023. The faulty pump was removed, and the issue was solved.

Manufacturer narrative:
Other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have chipped top case corners, cracked bottom case and battery door, right plunger case cracked and falling apart, and a charred chip on the interconnect board. The reported issue was confirmed during functional testing when the device displayed a motor rate error. The issue was traced to the worm gear, coupling lead screw, and clutch halves, which were identified to be worn. The root cause of this condition was attributed to normal wear from device usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. These affected components were replaced and the device passed all testing.